Manufacturer narrative:
This MDR is being submitted past the 30 day reporting requirement as part of a retrospective review of the report that was initiated during an FDA inspection. A retrospective review of the complaint record determined that this report should have been submitted as a malfunction report. In this case, no patient injury occurred; however, this may be likely to cause or contribute to a serious injury if it recurred. (B)(4). Investigation - evaluation: a review of the drawings, instructions for use (IFU), manufacturing instructions, quality control and visual inspection of the returned device was conducted during the investigation. The device is shipped with an instruction for use (IFU) that describes the intended use, specific items are addressed such as: the maximum diameter of the instrument or catheter to be introduced should be determined to ensure its passage though the introducer. All instruments or catheters used with this product should move freely through the valve and sheath. Damage to the valve/introducer may result when the fit is tight." Also, it is warned, "before withdrawing the sheath through tortuous anatomy, insert the introducer dilator to avoid possible breakage. The visual inspection of the returned device reported the coils are exposed just below the hub of the check-flo valve. Some minor stretching of the sheath is apparent in the same location. The coils were observed to have "extended into the connecting cap to prevent kinking in this area". Also instructs, "check flare to be sure delamination is not occurring." Separation of the sheath contributed to this failure mode and complaint. The complaint device was not returned therefore, no physical examinations could be performed; however, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. Review of device history record shows no nonconforming events which could contribute to this failure mode. It should be noted there were no other reported complaints for this lot number. Based on the information provided, and the results of our investigation, it was determined that the device was manufactured correctly, and that the root cause of this failure mode is due to user technique. Per the quality engineering risk assessment no further action is required.

Event description:
It was reported by the user facility that a patient underwent an angiogram sfa intervention procedure using a flexor raabe guiding sheath. The attending physician indicated the flexor raabe guiding sheath was placed in the patient and it came out uncoiled, at the location where it attaches to the valve. Upon removal the gold wire was able to be seen outside of the sheath. The physician was able to remove the sheath with no pieces remaining in the patient and no additional procedures or adverse effects due to this occurrence. No further information was provided.

Manufacturer narrative:
Investigation - evaluation a review of the drawings, instructions for use (IFU), manufacturing instructions, quality control, and visual inspection of the returned device was conducted during the investigation. The visual inspection of the returned device reported the coils are exposed just below the hub of the check-flo valve. Some minor stretching of the sheath is apparent in the same location. The coils were observed to have "extended into the connecting cap to prevent kinking in this area". Also instructs, "check flare to be sure delamination is not occurring." Separation of the sheath contributed to this failure mode and complaint. The device is shipped with an instruction for use (IFU) that describes the intended use, specific items are addressed such as: the maximum diameter of the instrument or catheter to be introduced should be determined to ensure its passage though the introducer. All instruments or catheters used with this product should move freely through the valve and sheath. Damage to the valve/introducer may result when the fit is tight." Also, it is warned, "before withdrawing the sheath through tortuous anatomy, insert the introducer dilator to avoid possible breakage. Based on the information provided, and the results of our investigation, it was determined that the device was manufactured correctly, and that the root cause of this failure mode is due to user technique. Per the quality engineering risk assessment, no further action is warranted. Monitoring will continue to be performed for similar complaints.